Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was incorrect admit discharge transfer hl7 mbm configuration in care fusion coordination engine (cce). A technical support specialist (tss) identified that care fusion coordination services had stopped due to insufficient space on the c drive and restarted the services, after which pending messages began processing. However, admit discharge transfer (adt) messages were not being translated into cms messages, with messages remaining in an unknown state in the es queue. Reinstallation of the es adapter and cce reboot did not resolve the issue. Further investigation revealed that the adt hl7 mbm configuration was not properly selected despite appearing populated. After reselecting and saving the mbm configuration and restarting cce services, cce successfully translated pie messages into cms messages and transmitted them to es and restored message flow as per knowledge article "reason [unknown message] -cce pie messages not being translated to cms and sent to es". The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient interface was not functioning. The issue had been occurring for an extended period and required an es adapter upgrade. Following corrective actions, the interfaces were restored, and pending messages began processing; however, cce messages remained outdated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.